Event description:
Information was received indicating that the pump exhibited a "motor rate error" alarm message. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by smiths medical and attached on 17 may 2022: there is no patient involvement or harm reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was not duplicated. Replaced motor assembly as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.